Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown product type screening device product ID 3057 lot# unknown product type screening device (B)(4). Lot# unknown product type test stimulation lead and product ID 3057 lot# unknown product type test stimulation lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had pulled the wires out of their body during the evaluation. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicates information previously reported in manufacturer's report #3007566237-2017-01719 pertains to this manufacturer's report. Any additional information received related to this issue will be reported under this report #3007566237-2017-01719